Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(6) on behalf of a medical facility in (B)(6). (B)(4): a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there has been a total of 93 reported occurrences similar in nature. (B)(4). Based on this percentage, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used cook captura biopsy forceps. The forceps caused a hematoma during the biopsy. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.